Event description:
Patient reported experiencing blood glucose levels and ketones. Patient reported being admitted to the hospital and states the hospital thinks, the infusion device is not working properly. Patient was diagnosed with dka. Patient reported being seen in out-patient on (B)(6) 2011 and a basal rate change was done. Patient began to not feel well on the evening of (B)(6) 2011 and was admitted to the hospital on (B)(6) 2011. Patient's infusion device was discontinued and patient went back on insulin injections. Patient was placed back on the infusion device on (B)(6) 2011 in the evening and then changed to the backup infusion device on (B)(6) 2011 at lunchtime. Patient reported being unsure primary infusion device was working properly. Patient reported infusion site was changed and a new insulin cartridge was started during the hospital admission. Patient is currently on the backup infusion device and seems to be okay. Patient was placed on the backup infusion device on (B)(6) 2011 and blood glucose levels improved. Patient reported no error messages were displayed on the infusion device. Patient reported since changing infusion devices, blood glucose levels have improved and patient was discharged. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.